Manufacturer narrative:
One cadd solis vip pump was received with the downstream occlusion sensor (dso) seal bubbled. The event history log was reviewed and there was a "system fault 46442" error. The software application was reviewed and the reported issue was able to be duplicated. Error 46442 is transient and can be cleared safely. The cause of the issue was unable to be determined and the error code was cleared.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46442. The issue occurred during testing and there was no patient involvement.